Manufacturer narrative:
The device was evaluated by the returns department which found that the controls are defective, the sieve bed is saturated, and the 4-way valve is not shifting fully.

Event description:
Dealer is stating that the unit has no alarm.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.